Event description:
It was reported that in 2007, the patient had an outpatient lithotripsy procedure for a kidney stone. He returned home after the procedure and reported feeling lightheaded and dizzy, but was still able to walk independently. The patient reported that he passed out on his couch, and later found himself on the floor with neighbors gathered around him. The patient was taken to a local hospital and then transferred to the study hospital on a week later. The patient had an acute worsening of his parkinson's symptoms, especially tremor. The patient had also missed his parkinson's medication for about two days which likely added to the increased symptoms. Laboratory results revealed elevated bun at 44, creatinine at 1.6, wbc 13.5, and hgb 12.5. The patient's stimulator was interrogated on the next day, and it was found that the device was turned off. The device was turned back on and the patient's symptoms significantly improved. The patient was given IV fluids which improved the abnormal lab values. As of the date of the report, the patient was still hospitalized, but expected to be discharged in 1-2 days.